Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via patient call center. It was reported via the watchman patient call center that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. A sibling of the patient reported to the watchman patient call center that the watchman killed their brother. There were no specific details related to the patient or patient death provided. No further information is available.